Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test or verify button/keypad anomaly or number ramping/scrolling due to unresponsive button. Device had bolus express corroded during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 600 mg/dl at the time of incident. Customer stated that the insulin pump buttons were scrolling without the user's input. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 600 mg/dl and bi form of treatment was mentioned. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.